Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes were underfilling. No report of serious injury or medical intervention.